Event description:
Carter thomason fascial closure device was used on a laparoscopic case to close fascia under the visualization of the scope. After the device was used, it was observed by the surgeon that a piece of the device had sheared off and was left in the patient. A laparoscopic grasper was used to retrieve the foreign body under visualization of the scope. Dr verbalized that this was not the first time that it has happened. The foreign body was placed in a container. The device itself had already been thrown into the sharps container where others were located so I could not determine which one was used and the original paper had been discarded and unable to be located. Procedural note stated: "the 11 mm trocar sites were then closed with a carter-thomason device using 0 vicryl at the fascia. A plastic shaving from the carter-thomason device was noted in the subcutaneous tissue at the left upper quadrant trocar site and was extracted and the wound irrigated. No other visible shavings were noted."